Event description:
Dialysate bag for crrt (continuous renal replacement therapy) burst and was leaking once opened. This has been a frequent recurring problem. No relevant tests/laboratory data. Multiple lot numbers.